Event description:
The facility reported a pump with failure codes present that were contained in an "urgent product recall" letter. It is unknown what failure codes occurred or when these failure codes occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.